Event description:
The patient was enrolled in the ((B)(6)) on (B)(6) 2021 with patient identifier (B)(6). It was reported that a distal filter failed to resheath. Procedure summary: the patient was enrolled into the (B)(6) and the index procedure was performed on the following day. The patient was on a drug regimen of aspirin and other antiplatelets at the time of the index procedure. The patient was given heparin or other anticoagulant prior to the index procedure. The patient was not given a loading dose of aspirin. After the patient was given heparin and prior to insertion of the sentinel device, the activated clotting time (act) of the patient was 210 seconds. A sentinel cerebral protection system was used during a transcatheter aortic valve implantation (tavi) procedure. An introducer sheath was placed into the radial artery and the sentinel cerebral protection system was advanced and positioned with the proximal filter into brachiocephalic artery and distal filter into left common carotid artery. The sentinel cerebral protection system was successfully deployed for the tavi procedure and encountered no reported difficulties during positioning or deploying. After a successful tavi procedure, the distal filter of the sentinel cerebral protection system could not be re-sheathed and the distal filter slider broke off the handle. The distal filter was pulled when it was open. The device was recaptured and removed from the patient. Patient status: there were no patient consequences and the patient was discharged home.